Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for implant. During the operation, the right ventricular lead was noted to be damaged. Another lead was implanted instead. The patient was recovering.

Manufacturer narrative:
The previously reported serial number: (B)(4) was incorrect; the correct serial number is (B)(4).

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received indicated that during implant, high pacing lead impedance was observed. The physician elected to implant a new right ventricular lead to complete the procedure.